Event description:
It was reported that the patient sought medical attention from the school nurse with hyperglycemia. The patient's blood glucose levels reached 480 mg/dl while wearing the pod between 24 and 36 hours. When the pod was removed from the infusion site (arm), an allergic reaction and redness was developed at the infusion site. Symptoms reported include headache, abdominal pain, dizziness and fatigue. The patient was treated with insulin pen injections provided by the healthcare professional (hcp). The treatment for the allergic reaction was not provided. The patient was discharged on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit, customer's site allergic reaction and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone17.3, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.